Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer stated that prior to the event, he was at work and had been vomiting all day with high blood glucose and bolusing did not help. Programming showed several alarms and the customer stated that the insulin pump ran 15 units without leaks. Nothing further was reported.